Event description:
It was reported that varying low pacing impedance and oversensing was observed on right atrial (ra) lead during the implant procedure. The lead was explanted and replaced to resolve the event and the patient was in stable condition. Following the procedure, lead insulation damage was observed on the ra lead.

Manufacturer narrative:
The reported events were insulation damage, undersensing, and varying low voltage impedance. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of insulation damage was confirmed. Visual examination of the lead found procedural damage to the outer insulation at the middle region. The cause of insulation damage is consistent with procedural damage. The reported events of under sensing and varying low voltage impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.